Manufacturer narrative:
Insulin pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm noted. However, insulin pump received with high sleep current measurement and pump error 63 alarm (variableinfo = 03) during self test, problem isolated to the keypad assembly.

Event description:
It was reported by a diabetes nurse that the customer received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 504 mg/dl at the time of the incident. The customer had insulin flow blocked alarms. The customer was at 448 mg/dl at the time of the call. The caller stated the set may have caused the issue. The caller also reported a battery cap issue. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis. However, the insulin pump received with high sleep current measurement and pump error 63 alarm (variable info = 03) during self test, problem isolated to the keypad assembly.